Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. Customer also stated that buttons was stuck and insulin pump alarmed battery out limit. Customer reported that escape and act buttons was not working and not able to clear alert on insulin pump. The insulin pump will be returned for analysis.